Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with energizer ultimate lithium battery. Also, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, scratched case and broken battery tube threads. Data analysis: (B)(6) 2015 daily insulin total = 69.200u, (B)(6) 2015 daily insulin total = 56.100u, (B)(6) 2015 daily insulin total = 52.700u, (B)(6) 2015 daily insulin total = 36.800u, (B)(6) 2015 daily insulin total = 11.250u, (B)(6) 2015 daily insulin total = 0.0u and (B)(6) 2015 daily insulin total = 0.0u.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the customer passed away at home. The cause of death has not yet been identified. The caller stated that it will not be available for another 8 to 10 weeks. The caller stated that the customer was an alcoholic. The caller also noted that on friday, (B)(6) 2015, the customer had diarrhea. The parents called to ask if they can go and get him, but the customer declined. The parents called all weekend but there was on answer. Then, on sunday, (B)(6) 2015, the parents went to the customer's apartment and found him passed away, in his bed. The customer's blood glucose, at the time of death, is unknown. The customer's last recorded blood glucose value was 187 mg/dl. The customer was not wearing the insulin pump at the time of death. The caller was unsure for how long the insulin pump had been disconnected. The customer was using sensors but was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis.